Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Due to customer's poor vision, the battery charge percentages could not be viewed and customer declined tandem technical support's offer to troubleshoot. Tandem technical support informed customer that battery depletion may have been due to additional pump activity. Customer's blood glucose was over 500 mg/dl and was reported to be due to a kinked non-tandem cannula.